Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01108. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Age of device: 0 days. Device evaluation: the reported driveline disconnect alarm was confirmed via the submitted log file. The log files both were spanned (B)(6) 2018, the reported event day and the day the controller was first connected. From the moment the fixed speed was set, the system did not function correctly and driveline disconnect alarms appeared, confirming the reported event. The driveline was disconnected and the hm3 controller was returned for evaluation. The system controller was connected to a test pump and the system initiated operation with no alarms active. An operational procedure and full functional test were performed and the controller passed all test steps, reference test documents. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The reported hm3 controller does not appear to be correlated with the reported event. The root cause of the reported event could not be definitively determined. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a driveline disconnected alarm was observed during a new implantation of the lvad. The system controller was exchanged; however, this did not resolve the issue. The modular cable was exchanged to resolve the issue. The decision was made to replace the pump the patient was placed on bypass until the replacement pump could be successfully implanted. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
This event is a duplicate of what was initially reported in MFR. Report # 2916596-2018-01108. Inadvertently reported against the heartmate 3 system controller (serial number (B)(4)